Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf. Product code pqf is not currently available. In common device name.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction on the back of an arm. The sensor was inserted on (B)(6) 2017 at the arm. The reaction was described as red rash, itchy and painful. Affected area was treated with triamcinolone acetonide, prescribed on (B)(6) 2017. At time of contact, patient condition is itchy, red, and painful. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.